Event description:
The manufacturer received information alleging the ventilator's lcd screen was black. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The lcd was replaced to address the issue.